Event description:
Infection. Customer reports that redness appeared along the suture line following shoulder surgery. Pt healed by secondary intention with no adverse events. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.